Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega sds in two pieces with the stent and portion of an identified guidewire in the distal portion of the device. The guidewire was protruding from the separated distal end 2cm and 14.5cm from the distal tip. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination and tactile inspection revealed that the inner shaft was buckled distal of the exit notch. Majority of the shafts were stretched with a complete separation 6mm distal of the bi-component weld. The material at the separated ends was pulled. The portion of the returned guidewire was unable to be removed, due to the stretched inner shaft. The inner diameter (ID) of the catheter was measured at the exit notch and was within specifications. Microscopic examination inspection presented no damage or irregularities to the bonds of the device. Microscopic examination revealed that the distal tip was stretched. Microscopic examination inspection presented no damage or irregularities to the skive. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable base on device analysis completed on (B)(4) 2014 it was reported that advancement difficulties were encountered. A 16x3.00 omega¿ stent was selected to treat the lesion but the device could not be advanced over the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed shaft detached/separated. This product is only ous approved but is similar to an approved us device.